Event description:
Physician was removing trial evd catheter. Experienced some difficulty removing: when catheter fully removed, tip remained in chest. Pt taken to o.r. For removal of tip. Sales rep took catheter without contact with hosp risk mgmt.